Event description:
Product information was received on (B)(4) 2014. The handheld device was returned to the manufacturer for analysis on (B)(4) 2014. Analysis of the returned handheld device found no anomalies associated with the handheld during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
The initial manufacturer report provided an incorrect device manufacturer date.

Event description:
It was reported by the neurologist that his handheld was not working properly and the connection between the handheld and the serial cable was weak. Troubleshooting was performed where a known working serial cable was connected to the physicians handheld and the connection was still weak. Attempts to have the product returned for analysis are underway; however the product has not been received to date.